Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient exchanged their system controller at home due continuous connect to power alerts despite attempting to connect to multiple different power sources. A new backup system controller was issued at appointment. Log files were submitted for review and captured several low voltage advisory events along with numerous and random connect power events that occurred on both battery and wall power. Some odd relative state of charge voltages was also noted on the black power lead of the system controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed. The submitted log files revealed multiple intermittent atypical power cable disconnect and low voltage alarms are captured due to black rsoc invalid faults. The alarms were captured when connected to both wall and battery power. The alarms activated on the black power cable specifically, consistent with testing results of the returned unit. Pump operation was not affected despite alarms. The driveline is disconnected at 5:19:45, consistent with the reported system controller exchange. There were no other notable alarms active throughout the reported event date. The system controller (B)(6) was returned for testing with damage to the outer jacket of the black power cable/strain relief, and missing pin (pin 4 - correlates to the negative power line) in the black power cable. The system controller (serial number: (B)(6)) underwent preliminary and functional testing. The system controller was connected to a mock loop, patient cable, system monitor, and power module. Of note, when connecting to the power module, a connect power alarm activating, confirming the reported event. The reported connect power alarm was reproduced, the power cables were replaced with test power cables. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The reported alarms were not reproduced when using test power cables. The returned system controller power cables were examined, resistance testing revealed elevated resistances indicative of wire fatigue in most internal wires. The power cables were stripped, and extensive fluid ingress was observed. A root cause for the reported event was determined to damage to the power cables, including the damaged pin, observed wire fatigue, and fluid ingress; however, a more specific root cause could not be conclusively determined though this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's backup system controller was exchanged to become their new primary and that their old primary system controller was removed from service. The patient was issued a new backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.